Event description:
It was reported that, during a hip arthroscopy, the firstpass mini broke, no piece was left in the patient as it came out with the cannula. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minute, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an unknown procedure, the firstpass mini broke, no piece was left in the patient as it came out with the the cannula. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minute, and no further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found a broken and detached suture capture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include 1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.